Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), unk-sigadapt, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopy assisted distal gastrectomy, during the second firing of the stapler for the first gastric firing, the firing stopped. The resection was not close to the pyloric ring, but rather in the middle of the stomach. When the jaw was opened, the surgeon thought that the firing was completed, but only a small number of staples were separated. The firing had been done only up to about three centimeters, and two staples were sticking out at the end. The staples were properly inserted for about 2 centimeters. The staples also remained in u-shape. The distal staple line was not done at all, and the staple pusher was not pushed. The jaw was noted to be slightly bent. The second gastric firing was done and was shot without issues. The third gastric firing removed the uncut portion of the staple line.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d10 d10 concomitant product: sigphandle, sig power sigphandle handle, (serial# (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 1.5cm cut line. The jaw of the reload was open. The staple pushers were visible at the 2.5cm cut line. The staple pushers on the proximal side were pushed back to the cartridge. Functional testing found, when the reload was loaded into a representative handle, that the clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument partially fired and there was poor staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument was bent. The reported issue could not be confirmed. The pro duct analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.